Event description:
An account reported that a customer of theirs brought her breast pump in and stated that the transformer cord was frayed/exposed and would no longer power the pump. She saw sparking, but no fire/flame and no injuries occurred. The account replaced the pump for the customer.

Manufacturer narrative:
A replacement pump was sent to the account to replace the pump that they gave to the customer. In follow up with the customer who experienced the issue, she indicated that after using it for a "period of time," the transformer housing "busted apart" when she was unplugging it from the wall outlet. She also indicated that she did not witness any smoke, fire or sparking and that no injuries were sustained as a result of the issue. The product has been evaluated - refer to the evaluation summary for details. The evaluation confirmed a breach in the transformer housing, which is a potential safety issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 14.0 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 56.0 ohm, which is normal and indicates that the thermal fuse did not blow.